Event description:
It was reported that a patent presented with loss of capture and far p wave over-sensing noted on the left ventricular lead. It was suspected that the lead had dislodged. The lead was removed and replaced on (B)(6) 2024. The patient was stable throughout.